Manufacturer narrative:
Weight - 67.45kg . One 6fr glidesheath slender was returned for product evaluation. The device was returned along with guidewire, dilator, and needle without protector. Visual inspection revealed no anomalies were noted with either the needle or the guidewire. The guidewire was placed under microscopy and each end was examined. The floppy end was verified to be normal. The needle hub was also inspected under a microscope and the entry of the cannula were verified to be clear of any flash or obstructions. Functional testing was conducted on the returned guidewire which was inserted into the needle and passed through its length without any difficulties. No anomalies were noted during insertion or withdrawal. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the returned device was the normal product. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a wire would not advance through the needle included in the 16cm slender kit. There was normal blood flow once the radial artery was accessed but the wire would not pass through the needle. A new kit was opened and used successfully. The patient was stable. The procedure outcome was successful. There was no other equipment or devices being used with the reported product other than what came in the kit. Additional information received on (B)(6) 2018: the procedure being performed was a diagnosis coronary angio that turned interventional. Then an interventional guide and such were inserted once successful access was obtained. Additional information received on (B)(6) 2018: the procedure being performed was a diagnosis coronary angio that turned interventional. Then an interventional guide and such were inserted once successful access was obtained.